Event description:
The patient was diagnosed with cirrhosis with hepatocellular cancer and he was having a radiofrequency ablation of a lesion. Trial liver radiofrequency ablation grounding pads were removed after surgery, and underneath the pads, the area was reddened about an inch of the grounding site bilaterally and on the right leg there was a blister in the reddened area. Doctor aware, received new orders to dress site, and notify sales representative of the occurence. The patient was discharged home a few days later and the areas on his legs were healing.